Event description:
It was reported that a patient had contrast gathering lesions (a few micro infarct lesions) after aneurysm treatment with the subject coils. It was discovered by magnetic resonance imaging (MRI) (B)(4) day post-procedure. The patient was symptomatic with epileptic seizures and cerebral abscess (staphylococcus aureus). The abscess was removed by surgery. Antibiotic treatment was given to the patient. According to the physician, the lesions are in the treated territories and abscess has direct contact to aneurysm. There is allegation against the implanted coil mass, and maybe allergic reaction to platinum. Additional information receive on (B)(6)2020 clarified that there was no potential allergic reaction to platinum.

Manufacturer narrative:
B5: executive summary: corrected: additional information receive on (B)(6)2020 clarified that there was no potential allergic reaction to platinum.

Event description:
It was reported that a patient had contrast gathering lesions (a few micro infarct lesions) after aneurysm treatment with the subject coils. It was discovered by magnetic resonance imaging (MRI) 1 day post-procedure. The patient was symptomatic with epileptic seizures and cerebral abscess (staphylococcus aureus). The abscess was removed by surgery. Antibiotic treatment was given to the patient. According to the physician, the lesions are in the treated territories and abscess has direct contact to aneurysm. There is allegation against the implanted coil mass, and maybe allergic reaction to platinum.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and preparation and was prepared as per the dfu. It was reported that 3 to 6 months post-procedure, MRI imaging showed contrast gathering lesions (a few micro infarct lesions) in the treated territories. The patient had epileptic seizures and developed a cerebral abscess which was removed by surgery. The patient was treated with antibiotics. According to the physician, it is unclear whether the contrast gathering lesions, epileptic seizures, and cerebral abscess were related to the target coils used in the procedure. The complaint allegation was against the coil mass and possible allergic reaction to platinum. The patient currently has cognitive deficits. Based upon medical review assessment, the data reasonably suggest the clinical event is anticipated in nature and severity as per the dfu. Therefore, an assignable cause of anticipated procedural complication will be assigned to the as reported.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient had contrast gathering lesions (a few micro infarct lesions) after aneurysm treatment with the subject coils. It was discovered by magnetic resonance imaging (MRI) 1 day post-procedure. The patient was symptomatic with epileptic seizures and cerebral abscess (staphylococcus aureus). The abscess was removed by surgery. Antibiotic treatment was given to the patient. According to the physician, the lesions are in the treated territories and abscess has direct contact to aneurysm. There is allegation against the implanted coil mass, and maybe allergic reaction to platinum.